Event description:
It was reported that a stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, concentric shaped 32mm in length, de novo target lesion was located in the non tortuous and mildly calcified, 3.5mm in diameter right coronary artery. When a 3.50x32mm promus element drug eluting stent was removed from the device box and from the protective gain, it was noted that the stent was visibly deformed. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found no defects on the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. An examination of the crimped stent identified that the mid to distal end of the stent was stretched and pulled distally. As a result the distal end of the stent was pulled out over the tip. A visual and tactile examination found that there were various hypotube kinks along the length of the unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, concentric shaped 32mm in length, de novo target lesion was located in the non tortuous and mildly calcified, 3.5mm in diameter right coronary artery. When a 3.50x32mm promus element ¿ drug eluting stent was removed from the device box and from the protective gain, it was noted that the stent was visibly deformed. No patient complications were reported and the patient was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).